Event description:
On (B)(6) 2006, I had total hip replaced with a depuy aml 12 prosthesis. Two years later, I was told that the plastic cup was disintegrating, after having an x-ray, and that down the road, I would need it replaced again because that should certainly last longer than two years. I began to get pains in my hip, and finally, this past may had a replacement done. The dr found pieces of plastic floating in a yellow pool of fluid. It was an almost 4 hour surgery and I am still not fully recovered from it. This should definitely not have happened. The drs that I have seen said this hip should have lasted about 15-20 years.